Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image with an unrestorable error code was due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿ "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex deflectable videoscope had no image with an unrestorable error code. The issue was found during inspection for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image with an unrestorable error code was not confirmed. The device evaluation found the following non-reportable findings: adhesive on bending section cover had a chip, scratch on grip, scratch on universal cord, scratch on up/down angulation lever plate, scratch on right/left plate, scratch on angulation lever, scratch on switch 1, scratch on light guide connector, and scratch on light guide-cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.